Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had alerted a pump error. The customer's blood glucose level was in the range of 200 mg/dl. His current blood glucose level was 380 mg/dl. The customer reported a crack on the reservoir and insulin was inside the pump. The insulin pump was exposed to fluid. He was assisted with troubleshooting. The customer was also assisted in performing self test and he received a pump error. The customer's blood glucose level was in the range of 200-300 mg/dl and he was treated with manual injection and insulin bolus for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.